Event description:
Burn, thermal, operating room. Event desc: the "hummer" handpiece became so hot while idle that the pt received first, second and third degree burns of approx .75" x 4.5" in size through the drape and blanket. The hand piece was layed on top of the sterile drape across the pt's left thigh when the burn occurred. After being disconnected for more than twenty minutes the handpiece was still hot to the touch.